Event description:
Procedure: urogynecological. According to the reporter: in "complications from vaginally placed mesh in pelvic reconstructive surgery" published in international urogynecological journal in volume 20, pages 523-531 (2009), klingele et all described 21 pts who underwent the placement of transvaginal mesh for treatment of pelvic organ prolapse. Three pts who had ivs tunneller device implanted underwent additional procedures. Two of the three pts underwent procedures related to the ivs tunneller. One of these pts was noted to have a transvaginal excision of the left ivs tunneller and uterosacral ligament band and lysis of adhesions. Then the pt subsequently underwent an additional procedure of a diagnostic laparoscopy and takedown of mesh transvaginally.

Manufacturer narrative:
(B)(4).